Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 59 and blood glucose was 200 mg/dl. Customer also indicated that they had a lost sensor and calibration errors as well. Troubleshooting advised customer on proper site and insertion technique, lost sensor and calibration error. Customer was advised to call back should issues persist and that additional sensors would be provided to her.